Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of incorrect power supply. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre and observed the device is not working, the touch screen does not work, this is due to electrical damage to the pca. Errors has been identified. The device was scrapped.